Event description:
The pt reportedly experienced sound quality issues followed by a loss of lock between his external equipment and implant. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing showed that the device was not functioning. Surgery to explant pt's device took place in 2007. The pt was reimplanted by another advanced bionic cochlear implant.